Event description:
Reportedly, after firing the staple line, the staples would not form properly. Part of the staples would not form at all. Add'l anastomosis occurred. Manually sutured. No pt injury reported.